Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate fingersticks. Reporter's resulst were 50, 90 and 104mg/dl. Reporter did not have symptoms. Control testing was not done due to unavailablity of supplies. During troubleshooting the reporter stated that the confirmation dot on reporter's test strip appeared green. On followup, the reporter states checking the confirmation dot when testing, and described an accurate technique for applying blood. Reporter cleans meter on a regular basis. No harm was alleged.